Event description:
It was reported via article of interest literature review that the goal of this study was to evaluate the success and safety of procedural and lead-specific extraction, the types of tools required, and the predictors of failed or incomplete lead extraction, including the impact of the lead extraction sequence. Consecutive patients entered into a prospective lead extraction procedural database were identified when a biventricular stimulation cardiac implantable electronics device (cied) system required coronary sinus (cs) lead removal at the (B)(6) clinic between (B)(6) 2013 and (B)(6) 2022 during a transvenous lead extraction (tle) procedure. A total of 226 patients meeting inclusion criteria were identified, and cs leads manufacturers included medtronic, abbott, boston scientific, and biotronik. Indications for lead extraction included infection, malfunction, poor location, high capture thresholds, phrenic nerve stimulation, pain and other. Major complications in 5 patients include vascular lacerations and myocardial avulsion. In 3 of the 5 major complications, the complication was directly related to cs lead extraction. The other 2 complications were related to implantable cardioverter defibrillator (ICD) lead extraction and to cs lead reimplantation after lead extraction. From the perspective of lead-level outcomes, 220 of total 231 leads were completely removed, 5 leads partially removed, and 5 leads had failed removal. The last remaining patient had his extraction completed surgically after a major procedural complication. Leads manufactured by boston scientific had higher incomplete removal rates than did those from the other manufacturers. Of the 42 boston scientific cs leads included in the study, 36 experienced complete removal and 6 experienced incomplete removal. Patients who had the cs lead extracted first had significantly higher incomplete removal rates than when the other leads were first removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Hayashi, katsuhide. Et al. (2023). "Clinical predictors of incomplete coronary sinus lead removal during transvenous lead extraction in patients with cardiac resynchronization therapy". Heart rhythm 2023;-:1-7. Https://doi.org/10.1016/j.hrthm.2023.03.015.